Event description:
An unspecified sensor issue was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. As a result, customer experienced loss of consciousness and seizures and was unable to self-treat and were provided with milk and sugar by a non-healthcare professional (non-hcp) and healthcare professional (hcp) administered lot of fluids for the diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.